Manufacturer narrative:
(B)(4). The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 19:55:39. During night drain cycle 12, the patient's ultrafiltration reading was 184ml, indicating the home patient (hp) drained 148ml more than their maximum programmed fill volume of 180ml. No additional information is available.